Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there the device had alarmed ¿no disposable¿ and had been turned off prior to the call. The pump was powered back on, but the no disposable alarm persisted. Air bubbles were found in the tubing. The event occurred while in use with a patient. No patient harm/adverse event reported.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - (B)(6) and d3 - zip code: corrected. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.